Event description:
It was reported that the bur product subject to this MDR broke during a dental extraction procedure. It was further reported that a second bur was used which also broke. The broken pieces were retrieved from the surgical site. The surgeon does not have any concerns that broken pieces may remain behind in the body. There was no pt injury alleged. The surgery was completed without further issue.

Manufacturer narrative:
Part number 1607-002-107 lot number 08297017 also allegedly involved in this issue. Device not returned as yet for evaluation.